Event description:
It was reported the patient experienced speech issues. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman laa closure device was successfully implanted in the laa of the patient. There were no complications during the procedure. The procedure went well and was uneventful. The next evening, it was noted that the patient was having issues with their speech. A CT scan was performed and the physician consulted a neurosurgeon. The following day the patient was doing great and there were no residual deficits. The physician was waiting for the neurosurgeon assessment at this time. It was further reported that the patient was diagnosed with having a transient ischemic attack.

Event description:
It was reported the patient experienced speech issues. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman laa closure device was successfully implanted in the laa of the patient. There were no complications during the procedure. The procedure went well and was uneventful. The next evening, it was noted that the patient was having issues with their speech. A CT scan was performed and the physician consulted a neurosurgeon. The following day the patient was doing great and there were no residual deficits. The physician was waiting for the neurosurgeon assessment at this time.